Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was successfully reprogrammed to resolve the event. The patient was in stable condition.